Event description:
Healthcare professional confirmed the event of rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: underweight, missing shell (75-100%) and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the product. Additionally, patient reports "a left side rupture", "chest pain that comes and goes", "weird red rashes." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, rupture, chest pain, red rashes.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the product. Additionally, patient reports a left side rupture, chest pain that comes and goes, weird red rashes. Device remains implanted.